Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer had issues with universal surgical manipulator (usm) 1 on the patient side cart (psc). The technical support engineer (tse) reviewed the system logs to confirm error 32098 and 32101. The customer proceeded using a three usm setup. Tse advised that after the case they should hard cycle the patient cart to see if the error clears. Customer called later that hard power cycle did not resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode as it triggered the 32101 and 23202 errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and all tests passed but unit failed direction test. After reseating stator 9 on the carriage, the direction test passed. Root cause of this failure is attributed to component failure.